Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer touch screen could not be calibrated. The software was reinstalled and updated to the latest version. The device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "screener" cannot be calibrated. The programmer was returned for service and maintenance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.